Event description:
This was a cardiac lead removal performed in the ep lab to remove a total of two leads (ra - sjm 1148t and rv - sjm 1028t, both 216 mths old) due to a non-functioning lead and a svc occlusion. The patient was prepped with an arterial line, sedation, CT surgeon present, and fluoroscopy and tee in use. The patient's baseline blood pressure was 103/54. The ra lead was prepped with a lld-ez and the md began lasing with the 14f sls ii, with the 14f visisheath 33cm. Significant adhesions were encountered during lasing and difficulty advancing the laser sheath was experienced in the innominate/svc region. The md upsized to a 16f sls ii, with the 16 f visisheath 33cm, eventually successfully extracting the lead. An unsuccessful attempt was made to place a guidewire for re-implantation of the ra lead. A guide catheter was attempted to be placed to assist in guidewire placement, this too was unsuccessful. Attention was then turned to the rv lead, also prepped with a lld-ez, lasing with the 16f sls ii-16f visisheath 33cm combination. The surgeon noted a slow decline in the patient's blood pressure after removing the laser sheath post-extraction, but continued the rv extraction. After approximately two minutes of lasing the patient's blood pressure dropped to a low of 48/30 and the extraction was abandoned. Pooling of blood was noted on the right side of the chest wall via fluoroscopy and tee. The surgeon performed a sternal window, but no blood was present. A chest tube was then placed, but this too produced no drainage. The blood noted in the chest wall did not increase and the surgeon stated it was "self-limiting due to significant scar tissue" and the patient stabilized. The chest tube was left in place for 24 hours and the patient was discharged later in the week home. There were no devices retained for return engineering analysis, as they were disposed of during the code by the hospital staff. During an internal lhr review there were no noted issues or non-conformances noted.